Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is alarming vent inop (inoperable) and motor fault. The customer reported the error log shows low peak inspiratory pressure, low minute ventilation, motor fault, shutdown, circuit occlusion, and high peak inspiratory pressure events. The customer reported there is no patient involvement associated with the event.